Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis coincident with solutions used for peritoneal dialysis (pd) therapy. The cause and the treatment of the peritonitis were not reported. It was not reported if the patient was hospitalized for the event. No lab or test data was reported for this event. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.